Event description:
The patient presented to the clinic for interrogation, noise was observed on the stored egms. X-ray was performed and the conductors were seen to be outside the lead body insulation. The lead was capped and replaced.